Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) had delivered a shock to the patient. The patient presented the following day for a device evaluation and an interrogation noted a fault code. The ICD was removed and is being returned to guidant for analysis.